Event description:
The lead was explanted on (B)(6) 2011 due to the lead had high and inconsistent threshold. The procedure took place at (B)(6) clinic. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).